Event description:
It was reported that after 22 years in service this right ventricular (rv) lead presented noisy signals, so it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.